Manufacturer narrative:
One level 1® hotline® 3 blood and fluid warmer was returned for analysis. Upon visual inspection wear and tear was observed to the front cover, drain fitting, line cord, and reflux plug. The lcd was also noted to be damaged. The tank was filled with water, temp check attached, line cord plugged in and power switch turned on; confirming complaint. The root cause was found to be due to the damaged lcd.

Event description:
Information was received indicating that lcd to a smiths medical level 1® hotline® 3 blood and fluid warmer was reported to be bad. There were no reported adverse effects.